Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be dripping out of the patient line. Additionally, it was reported an occlusion alarm occurred. A supply change was performed to address the occlusion. Blood glucose level was 281 mg/dl.